Event description:
On (B)(6) 2011, I had an inguinal hernia repair done by a local surgeon at a local (well respected) hospital. Surgical mesh was implanted to reinforce the repair. Occasionally, I still get significant pain at the incision site, even after almost four years, worried, I visited the surgeon recently. He told me the mesh was made of polypropylene, the incision was not infected, and the pain was probably from scar tissue (what scan tissue? I can't see it!) He did not conduct any tests to find the source of the pain. He seemed unconcerned about this matter and essentially told me not to worry about it. However, I plan to talk to other doctors and have further tests done to final the cause of ths pain. Hopefully, all is ok and will remain so. I will inform you of the results.